Event description:
It was reported that during a procedure using capio slim, the device misfired. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfire.